Manufacturer narrative:
D2b - pro code (product code): dqy, lit. G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-knee vessel. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.